Manufacturer narrative:
On (B)(4) 2018, an isi field service engineer (fse) contacted the initial reporter to further investigate the customer reported issue. The robotics coordinator indicated that the drapes were not replaced during the surgical procedure which was completed. The drapes were reportedly disposed. A system power cycle was also not performed by the site. The robotics coordinator indicated that she set up and test drove the da vinci surgical system. The robotics coordinator was reportedly able to manipulate the instruments as expected. The customer reported issue was not replicated. The root cause of the customer reported issue cannot be determined. If additional information is received, a follow-up MDR will be submitted. The da vinci xi surgical system user manual states the following in relation to the manual grip release feature: ¿warning: in case of system failure while the instrument is grasping tissue, the grip (jaws) can be opened manually by inserting the grip release wrench following the grip release instructions. Use visualization of the surgical site when inserting the grip release wrench, opening jaws, clearing tissue from jaws, and removing instruments from the system.¿ isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2018. No related system errors were found to have occurred during the surgical procedure. Based on the current information provided, this complaint is being reported as an incident (injury) due to the following conclusion: during the da vinci-assisted surgical procedure, usm2 allegedly failed to respond while a long bipolar grasper instrument was grasping tissue. In order to retrieve the long bipolar grasper instrument, the surgeon made the decision to cut the tissue around the jaws of the instrument. However, it is unknown why the surgical staff did not attempt to use an irk.

Event description:
It was reported that during the da vinci-assisted hysterectomy procedure, universal surgical manipulator #2 (usm2) allegedly stopped responding. The initial reporter, a robotics coordinator from the site, indicated that usm2 stopped working during use although the arm¿s led¿s appeared to be the correct color. When the alleged issue occurred, the initial reporter claimed that a long bipolar grasper instrument was stuck grasping tissue and the surgeon could not take control of the instrument. According to the initial reporter, there were no errors or messages on the surgeon side console (ssc) or touchscreen (tsc). For an unknown reason, the initial reporter indicated that the surgeon did not attempt to use an instrument release key (irk) to open the instrument¿s jaws. Instead, the surgeon elected to cut the tissue around the jaws of the long bipolar grasper instrument in order to retrieve the instrument. After the instrument was removed, the surgical staff moved usm2 out of the way and used usm1 for the remainder of the procedure. The initial reporter contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse reviewed the site¿s system logs and did not find any usm2 related issues. The initial reporter explained that there was no injury to the patient and the surgical procedure was completed with no further issues.